Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk assessment and visual inspection. Results: complaint history analysis. Two previous reports of fracture, previous reports were due to misuse of the instrument. Mfg record review. No discrepancies found that could be related to this issue. Risk assessment. Add'l surgery time less than 30 mins, all pieces were successfully removed from pt. Visual inspection. Confirmed broken at the junction of the shaft and trial tip. Marks on the tip most likely from process to remove it from the disc space. Conclusion: surgical technique for this surgery involves inserting trials which are smaller than the disc space and increasing the size until the correct spacer size is determined. In this instance the surgeon started with a trial that was too large for the space and then the trial became jammed in the disc space. This contributed to the failure of the instrument. The design of the trials was changed in (B)(6) 2011 to move the weld further up the shaft and increase the shaft's diameter. It was a process change and as a secondary result also creates a more robust instrument. This trial was manufactured before the design change.

Event description:
It was reported that, "dr (B)(6) was doing a l4/5 tlift we did a complete discectomy followed by using the expandable tlift distractor sized up a 14 mm then went to use a 12mm trial inserted the trial with a slight impaction with the mallet. Decided to use a 12mm implant went to remove the trial by pulling straight up and the trial handle broke off just above the weld joint on the trial. We had to remove more bone on the lateral side then remove the rods and caps from the radius rapid and insert the parallel distractor crank open and slide a curette down the lateral boarder and pull trial out with curette and kocher."